Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported symptom constant upstream occlusion alarms while running a loaded set. Eval found that the ultrasonic sensor readings were below specification. Low ultrasonic sensor readings can make the pump more sensitive to upstream occlusion alarms. The upstream sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. Any pt involvement is unk.